Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported that this lead was explanted on (B)(6) 2019 due to noise. Upon receipt, the lead under complaint was found cut approx. 18cm cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned. In between an approximately 2cm segment of the lead body was missing. The analysis revealed multiple signs of wear along the lead fragments. In particular on the distal part of the lead the insulation was found rubbed through. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
It was reported that this lead was explanted on (B)(6) 2019 due to noise. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise was only noted during pacing with the rv threshold testing. Physician brought the patient in for dft testing to determine if the shock coil was affected and would protect the patient. There were several gaps of undersensing during detection but the device did still deliver the shock. After the shock, there was a period of oversensing that caused the device to charge again, even though the patient was not in vt. Shock was aborted before it was delivered. The lead remains implanted, but will be extracted in the future.